Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 578 mg/dl; cause was not known. A correction bolus was delivered as well as a manual dose injection was given to address bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.